Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The targeting arm was classified to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 11 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported distal misdrilling was not reproducible; a sample drill passed the dynamic hole of the sample nail like specified. Most likely the user brought bending forces to the targeting arm or to the drill during drilling so that the drill got deflected. The reduced holding force of the clamp and the fawn printings are related to a long term usage. Hammering on the nail adapter is not allowed (misuse). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that distal misdrilings occurred. There was a 10 min. Delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal misdrilings occurred. There was a 10 min. Delay in surgery.